Manufacturer narrative:
A follow up report will be submitted when the investigation is completed.

Event description:
A report was received in which a child received a second degree burn, spherical in shape, on the left foot. The child was taken to her general practitioner who did not recommend any treatment. The incident occurred in the child's home.